Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. E4: the initial reporter notified the FDA on 18-apr-2025. Medwatch report # mw5169279.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.